Manufacturer narrative:
(B)(4). The implantable pulse generator (ipg) displayed normal device characteristics during both the visual and functional examinations. However, during the impedance test, electrode channel 4 at port a registered a zero-impedance value. Due to this issue, the ate functional test could not be conducted. Additionally, the current leakage test confirmed that there was no loss of electric current, and the output monitoring indicated that the stimulation remained continuous without interruption. The residual gas analysis verified that the case was intact. With all the available information, boston scientific concludes that the patient was experiencing a jolting feeling when adjusting programs and whenever the remote control was unlocked" was not confirmed. The ipg showed normal device characteristics during both visual and functional examination. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected for this investigation is known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.

Event description:
It was reported that the patient was experiencing undesired sensation when changing settings of stimulator. X-ray revealed normal placement of the device. The patient underwent explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1216- (B)(6). The implantable pulse generator (ipg) displayed normal device characteristics during both the visual and functional examinations. However, during the impedance test, electrode channel 4 at port a registered a zero-impedance value. Due to this issue, the ate functional test could not be conducted. Additionally, the current leakage test confirmed that there was no loss of electric current, and the output monitoring indicated that the stimulation remained continuous without interruption. The residual gas analysis verified that the case was intact. With all the available information, boston scientific concludes that the patient was experiencing a jolting feeling when adjusting programs and whenever the remote control was unlocked" was not confirmed. The ipg showed normal device characteristics during both visual and functional examination. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected for this investigation is known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.